Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Final analysis found that the insulation was abraded at 43.2cm to 44.3cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: to missing weight.

Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced.